Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead had to repositioned multiple times due to inadequate measurements. The ra lead was removed from the patient and tested on the table and the helix would not rotate properly. The ra lead was replaced and was never in service. No adverse patient effects were reported.